Manufacturer narrative:
The customer stated the system was giving low 17psi air pressure and needed frequent adjustment. The customer found wash concentrate ii leaking on the bottom of the hydro floor. Bci field service engineer (fse) was on site on (B)(6) 2011. The fse replaced valve 5 and 14, and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a wash concentrate ii leak on unicel dxc 800 pro synchron clinical system. No injury was reported and there was no effect to patient or users.